Manufacturer narrative:
H6: evaluation codes: results: a visual inspection of the returned product shows the lens has one haptic torn off & missing. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector and the haptic tore off. There was no pt contact or pt injury.